Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving compounded baclofen 2000mcg/ml at 179mcg/day via an implanted pump. There was a suspected infection; non-healing abdominal wound. Factors that may have lead or contributed to the issue was noted as the patient lived in a care home and adherence to post-operative care instructions not known. No diagnostics/troubleshooting was performed. The pump system was explanted due to pump pocket site infection on (B)(6) 2016. The patient was prescribed "clindamycin 600." It was noted that the issue had not resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.